Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated . The batch 6005461 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 and wi guidance for functional testing for complaints area version 2.0 for the code occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and I cannot be concluded to be infusion related, refer to cannot be determined cannot be determined. No escalation required. Complaint investigation: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: on the visual inspection according to wi version 3, was performed and 10/10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 10/10 samples passed the test. A batch record review was conducted resulting in the following: packaging lot: the lot 6005461 was manufactured according to the wi version 96, in the machine multivac 10, on 10/feb/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4b00537 was manufactured according to the wi version 60, in the machine sc05 and sc06, on 07/feb/2024, with a total of (B)(4) units. The lot 4a06970 was manufactured according to the wi version 59, in the machine sc05 and sc06, on 31/jan/2024, with a total of (B)(4) units. Glue-connector lot: the lot 4b01758 was manufactured according to the wi version 37, in the machine mp03, on 10/feb/2024, with a total of (B)(4) units. The lot 4b01759 was manufactured according to the wi version 37, in the machine mp03, on 10/feb/2024, with a total of (B)(4) units. The lot 4b01760 was manufactured according to the wi version 37, in the machine mp03, on 11/feb/2024, with a total of (B)(4) units. The lot 4b01761 was manufactured according to the wi version 37, in the machine mp03, on 11/feb/2024, with a total of (B)(4) units. The lot 4b01764 was manufactured according to the wi version 37, in the machine mp03, on 13/feb/2024, with a total of (B)(4) units. The lot 4b00680 was manufactured according to the wi version 37, in the machine mp03, on 09/feb/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 17/jul/2025 against malfunction code occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and I cannot be concluded to be infusion related, refer to cannot be determined cannot be determined. No escalation required. And lot 6005461 with no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: on the investigation on reference samples, no issue were found related to occlusion issues, harm no reportable, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced occlusion events from 26-feb-2025. On (B)(6) 2025, patient's blood glucose level was 502 mg/dl which was treated with correction injection via multiple daily injection (mdi) by school nurse. The patient also faced headache and nausea. The patient replaced infusion sets and resumed insulin successfully. No further information available.